Event description:
On (date unknown), it was reported by (B)(6) that after 6 hours of operation, there was blood leakage from the part of quadrox-I be-01970311-pls d oxygenator (lot number 70085912) that connects to the hose. The oxygenator was replaced. There was no patient impact. (B)(4).

Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device, maquet cardiopulmonary (B)(4). The returned sample was not analyzed due to the risk of infection (patient had (B)(6)). Note: the reported event occurred when using the be-01970311-pls d quadrox-I oxygenator, however a equivalent device marketed in the us is used for reporting. (B)(4).